Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had hematoma post right ventricular (rv) lead revision. The pocket was opened and this device was pulled out, then hematoma evacuation was performed. This crt-d remains in service. No additional adverse patient effects were reported.